Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was cracked around reservoir compartment. The customer reported that the reservoir would still lock in place with tape on it. Customer's blood glucose level at the time of incident is unknown. Customer was advised the insulin pump will be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip. The test infusion set and reservoir does lock into place.